Event description:
It was reported that three devices were used in a laparoscopic assisted vaginal hysterectomy. Device a did not cut and produced malformed staples. Device b did not fire completely and produced a "crunch" noise. Device c had the same problem as device b. The fourth device was used to complete the case. There is no consequence to the pt.